Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alerts cleared, and the pump successfully began charging after resetting the pump and leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.